Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose was 458 mg/dl. The patient experienced headache and fatigue. The patient treated via insulin pump therapy. Their blood glucose at the time of call was 369 mg/dl. During troubleshooting the customer confirmed that the drive support cap appeared normal. The customer mentioned a crack on the insulin pump; however, she has poor eyesight and could not confirm the nature of the damage. The insulin pump screen was also badly scratched. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched and cracked display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.